Manufacturer narrative:
(B)(4). No complaint was received with return of device. Failure event observed during analysis. Final analysis found that only the connector end of the lead was returned. An external abrasion breaching the re lumen was noted at 4.5 cm to 5.1 cm from the connector pin. The abrasion was consistent with constant friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.